Event description:
It was reported that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity and radio frequency (rf) telemetry was disabled. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. New information was received indicating that the device remains implanted, and the physician is monitoring the patient closely.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.